Event description:
This ipg was intended for pt implant. It was reported that at implant, the programmer would not communicate with the ipg (still in its box). Another programmer was used to resolve the issue but was unsuccessful. An sjm representative gave the doctor another ipg, and the case was successfully completed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.